Manufacturer narrative:
H3 and h6. Codes: updated. Device analysis: one pump was returned for analysis in used condition. Review of the alarm history showed check clutch. Functional testing was performed. The investigation determined that the main cause of the reported issue was the clutch parts. After replacing the clutch parts, the pump passed all testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device needs the software patch and is running loud and giving plunger and clutch error. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.